Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while insertion of the implant 0-pva , the green titanium plate has been suddenly dissociated from the rest of the implant which is abnormal because the implant should remain in one piece. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screws: zero-p va (part# unknown; lot# unknown; quantity: unknown). This complaint involves (1) device. This report is for (1) zero-p va implant 8mm height lordotic-sterile. This report is 1 of 1 for (B)(4).

Event description:
It was further reported that the procedure was completed successfully with a five minute delay. Patient status was good. No fragments were retained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: part: 04.647.128s, lot: 76p1015, manufacturing site: mezzovico, release to warehouse date: november 10, 2020, expiry date: november 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the photos revealed that the zero-p va cage lordotic h8 peek was disassociated, both components were accounted. No other anomalies could be observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [76p1015] number, and no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the zero-p va cage lordotic h8 peek. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.